Event description:
Procedure: liver resection. According to the reporter: the egia closed but would not open after firing. The surgeon was not successful in moving the beam back by force, and had to cut out the sulu. Surgical time was over 30 minutes and there was unanticipated tissue and blood loss of over 700cc. An attending surgeon was summoned to the room.

Manufacturer narrative:
(B)(4).